Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Fluid was noticed coming from the door area of the cycler. The exact origin of the leak could not be identified. Pt states no ill effects or antibiotics taken, effluent has remained clear. Pd rn reports that the pt has had no ill effects or antibiotics administered. Effluent has remained clear. There is a sample available for eval.